Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the lead tip was returned for analysis. One external insulation abrasion was noted at 9.5 to 10.8 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. The other damages found were sustained during the surgical procedure. (B)(4).

Event description:
This report is to advise of an event observed during analysis.